Event description:
Caller reported aviva plus system blood glucose results on (B)(6) 2013: 137 mg/dl - 11:15 am 94 mg/dl - 11:14 am 173 mg/dl - 11:13 am 153 mg/dl - 11:12 am no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.